Manufacturer narrative:
The pump and data logs were returned for analysis. Visual inspection of the pump found the 0.018" guidewire was wrapped around the impeller blades and damaged. A portion of the guidewire was missing and not returned with the device. Damage to the catheter, proximal to the pump, was found; indicative of an interaction with a snare. Lastly, the catheter was kinked. An analysis of the data logs found a spike in motor current with the pump failing to start. Based on our analysis, evidence suggests the reported issue was caused by the use failing to remove the guidewire prior to starting the pump.

Manufacturer narrative:
The investigation results provided in the supplemental investigation have not changed, in light of this new information received via received publication. H6 coding and b5 narrative have been updated to clarify event originally reported. H(6): changed medical device problem code from 1261 to 2981, added 4641 and 4624 to health effect impact code. B(5): include additional information received via publication, clarifying the event originally reported.

Event description:
A publication on this event was received, which clarified the events that actually transpired: the 0.018" guide wire endured resistance when attempting to remove from the impella. The wire snapped and the catheter folded onto itself requiring straightening/removal with a surgical snare. No fragments of the device were left in the patient and they remained in stable condition, thereafter.

Manufacturer narrative:
We are currently requesting the device be returned to abiomed for an investigation. Should we receive the device, or any new information is obtained, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting for high risk percutaneous coronary intervention using the impella cp smart assist for hemodynamic support. A piece of the impella device broke off into the patient. A surgical snare was required to remove the fragmented piece. The patient was noted in stable condition.